Event description:
The patient was scheduled for a cardiac catherization. This procedure was the first procedure after the system was set-up for use. During the procedure, the patient experienced dampened blood pressure waveforms. The physician connected a syringe to the waste port and flushed the tubing with saline. After flushing, the physician again checked the patient's blood pressure and it remained dampened. The physician then performed a contrast injection (first injection of the procedure) with the injector and an air bubble was seen on fluoro. The patient became symptomatic. CPR was performed for 1.5 minutes with epinephrine and lidocaine administered. The patient recovered. The patient then received a stent in the circumflex artery. The hospital reports that the patient is currently doing well.

Manufacturer narrative:
A medrad service engineer performed a system checkout of the injector and no problems were found. The multi-patient disposable set (mpat) that was reportedly in use during the event was returned to medrad for evaluation. Visual inspection and functional testing found no issues with the returned product. Additional applications training was provided to the staff. See scanned pages.